Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned. Images were not provided. Medical records were received and reviewed. Approximately 13 years post deployment, chest 2 views indicated mild cardiomegaly with slightly improved aeration throughout both lungs with persistent patchy consolidation in the right upper lung. Following month, CT chest wo contrast indicated linear, metallic density within the right ventricle, which may reflect a fractured ivc filter strut (image 34 series 2), which was seen along the free wall and measures approximately 2.5 cm in length). Therefore, the investigation is confirmed for filter limb detachment. However, the investigation is inconclusive for filter migration. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that sometime post vena cava filter deployment the filter detached. There were no reported attempts made to retrieve the filter. The status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter migrated, struts detached and retained in the right ventricle of the heart. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced chest pain; however, the current status of the patient is unknown.